Event description:
Per the clinic, the patient was administered with oral and topical antibiotics (specific date and duration not reported) subsequent to reportedly experiencing a burn at implant site following an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear.